Event description:
Approx seven months following the placement of 2 cypher stents, the pt returned for follow up. Coronary angiogrpahy revealed stent fractures in both devices. It is unknown if there was any restenosis or if any intervention was necessary. Indication for the initial procedure is unknown. The target vessels are identified as the distal left circumflex artery(dlcx) and the mid right coronary artery (mrca) but no lesion or vessel characteristics are available. The dlcx is pre-dilated with a 2.0x 20mm unknown balloon at 8 atms for 20 seconds. The 3.0 x 33mm stent is deployed at 16 atms for 20 seconds. Post-dilatation is performed with a 2.5 x 20mm unknown balloon at 8 atms for 20 seconds x 2 inflations. It is unknown if the mrca is pre-dilated. A 3.0 x 28mm stent is deployed at 16 atms for 30 seconds. It is unknown if post-dilatation was performed.